Event description:
Additional information reported that stimulation in the wrong location occurred. It was noted the patient was not achieving the correct stimulation down the leg. It was reported that the patient was brought in two hours post-surgery. It was noted that the incision was opened up, the lead was pulled down, and it ¿looks like it¿s fine.¿

Event description:
It was reported that the patient had a lead revision. The patient had the initial implant procedure on the day of the report. The physician realized that the lead 'was too cephalad' and that it 'needed to be brought down a bit to cover the legs better.' It was stated that the patient went back to the operating room and had the lead pulled down "slightly". It was stated that this resolved the issue and the patient was getting "good" therapeutic benefit at the time of report. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).